Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and the patient¿s intra-operative complication cannot be determined. Isi has not received the instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site system logs found no observed events that would suggest a product issue, and logged events are in line with normal system functionality. Images associated with this reported event were submitted for review and shows a frayed cable near the instrument grips. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, the prograsp forceps instrument had frayed wire sticking out at the wrist which scratched the intestine. The injury to the bowel was secured with a suture. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the prograsp forceps instrument had a frayed wire at the wrist with a strand sticking out, which scratched the intestine. The scratch was noted as minor and there was no bleeding seen. The injury to the bowel was secured with a suture. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected before use and there was no damage seen. The surgeon noticed the injury to the bowel when he was performing lymph node dissection. The site confirmed that the injury was a scratch and not a perforation. There were no collisions of the prograsp forceps with other instruments prior to noticing the frayed wire. The was no post-operative complications, the patient`s hospitalization was not prolonged due to the issue and the patient did not received unplanned antibiotics.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 3-march-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the prograsp forceps instrument: the instrument was found to have a frayed grip cable at the distal end. Common causes of a frayed grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observations not reported by site: upon visual inspection, the instrument was found to exhibit an excessive amount of scratch marks/abrasions on the grips. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.033¿ offset at the tips. Common causes of bent grips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Severely bent grips with an offset greater than 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.